Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. On (B)(6) 2018 the complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. Performed share log review and failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a permanent loss of connection.